Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the tremor dominant parkinson¿s disease patient had told them that on (B)(6) 2016 their implantable neurostimulator (ins) battery level had dropped to 2.57 v from 2.79 v the day before and that ¿his tremor had returned also.¿ impedance testing was performed and found that bipolar electrode pair 9 and 10 had a low impedance of 172 ohms; and had previously been within limits when measured on (B)(6) 2016. There were no known patient falls or traumas and the cause of the low impedance issue was not determined. Since the patient had initially been programmed with 9- and 10+, the patient was reprogrammed to 10- and 11+ at that time and this controlled the tremor. It was noted however that the patient¿s ins had reached the elective replacement indicator (eri) at that time and as a result the patient was to be scheduled to have their ins replaced; the issue remained unresolved at the time of report. It was stated the surgery was planned, but not yet scheduled; the patient was ¿well controlled and waiting for the replacement to be scheduled¿ at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.